Manufacturer narrative:
(B)(4). A needle that was broken at the point end was submitted for this evaluation. Visual inspection under a microscope revealed indents and scuff marks around the break areas produced during handling by surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on an undisclosed date and suture was used. During the procedure, the needle broke off of the suture. The needle was retrieved. There were no patient consequences.